Manufacturer narrative:
Meter was not returned for eval.

Event description:
On friday morning ((B)(6) 2013), the pt did not wake up. Her friend called the firemen. She does not remember exactly what happened, could hear but not talk or move, no memory of times, of details. Firemen called the mobile medical emergency unit ((B)(6)). Infusions were done, the pt received glucose IV and glucagon (glucagen). She would have experienced seizures before arrival of emergency units. She does not remember how long the firemen/(B)(6) stayed for monitoring. She remembers that people from the (B)(6) checked glycemia with their own glucometer and find a difference of 30mg/dl. But she does not know what were the values or if comparison was made simultaneously. She had not changed diet, no changes in physical activity was to be noted, no recent changes in insulin doses. However, she had fatigue and stress due to a new job she had to start today (monday). In her opinion, hypoglycemia was not due to the device (as no changes in insulin dose was made due to bgstar values). She was surprised of the difference found by the (B)(6) between bgstar and another glucometer.